Manufacturer narrative:
A steris service technician arrived onsite and was unable to identify the serial number subject of the event loading cart. The technician inspected the loading cart and found that the rubber bushing inside the wheel was damaged. The technician had inspected the loading cart with the facility's 3rd party service provider who ordered the proper components to repair the unit. The proper repairs were made and the loading cart was returned to service; no further issues have been reported. The loading cart is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that an employee was moving the loading cart and the wheel caster disconnected subsequently causing the cart to tip and allowing the instrument tray to fall. The employee attempted to catch the instrument tray so it would not fall to the ground but was unable to do so. The instruments present were reprocessed before use. No medical treatment was sought or administered however the employee missed time from work. The employee is now back to normal work duties and is fine.